Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that no speaker sound at start up test. Failed at manual power on test. The device speaker was defective. The speaker was replaced to resolve the issue. The device was returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on patient at time of event, there was no adverse event reported.